Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due pacing morphology being different than the desired outcome. Another rv lead was successfully implanted. No adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown reason. Another rv lead was successfully implanted. No adverse patient effects were reported. This product has not returned for analysis.